Event description:
Philips received a complaint from the bench service on the v60 ventilator indicating that the device failed the electrical safety test because it exceeded the permitted limits. The technician determined that the power cord needs to be replaced. There was no patient involvement at the time the issue was discovered as the issue occurred during bench repair. No patient or user harm was reported.

Manufacturer narrative:
After installing the replacement power cord, the service engineer confirmed that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.